Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02 serial #: (B)(4) description: precision implantable pulse generator (ipg) model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm the explanted devices were not returned to bsn as it was kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having neck pain and after the recent revision procedure wherein the physician repositioned the lead, the patient could not feel her left and some of her right side. The physician found some bleeding from the lead site. The physician also believed that it was not device related, but procedure related as it was newly implanted. The patient underwent a revision procedure wherein the ipg was replaced and two leads were added. No device malfunction was suspected.

Manufacturer narrative:
Should have been: model #: sc-8216-70 serial #: (B)(4) . Description: artisan surgical lead, 70cm additional information was received that the patient's lead had migrated. The patient underwent a revision procedure wherein the lead was repositioned.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.